Event description:
The nurse inserted the catheter and removed the stylet completely. After she connected the infusion set, she found the catheter had separated from the winged inserter. The broken catheter was removed from the patient using forceps. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
The sample is available for evaluation. Patient information for this incident is not available. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).